Manufacturer narrative:
Batch review performed on 04 september 2025: ball heads: mectacer 01.29.213 mectacer head biolox delta dia.40 12/14-m (k112115) lot 2507043: (B)(4) items manufactured and released on 31-march-2025. Expiration date: 2030-03-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional device involved, batch review performed on 04 september 2025: liner: mpact 01.32.4048hct flat pe hc liner ø40/f (k103721) lot 2503781: (B)(4) items manufactured and released on 27-march-2025. Expiration date: 2030-03-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 1 month after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.